Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted initially with a left elbow construct consisting of two (2) unknown plates and unknown quantity of screws on (B)(6) 2017 for an unknown fracture. Subsequently, the patient noticed that one (1) of the screws was prominent and that it could be felt on the skin. The patient also was in pain due to the same. This was also reported to be evident in the post-operative follow-up x-rays (unavailable) taken on an unknown date. Hence, the surgeon decided to revise the screw with another similar screw. Patient underwent revision of one (1) 2.7 mm variable angle (va) locking screw in the left elbow on (B)(6) 2018. The revision surgery was completed successfully, uneventfully and without any surgical delay. The patient was reported to be in good health at the end of the surgery. This complaint involves one (1) device. This is report 1 of 1 for (B)(4). This report is for a screw. Concomitant devices reported: unknown plates (part# unknown, lot# unknown, quantity# 2); unknown screws (part# unknown, lot# unknown, quantity# unknown).

Manufacturer narrative:
It is unknown when the event occurred. This report is for a blade impactor - unknown lot. Additional procodes: hrs. Complainant part has not been returned for manufacturer review/investigation. Initial reporter: unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision of one (1) 2.7 mm variable angle (va) locking screw in the left elbow on (B)(6) 2018 since it was prominent through the skin and caused pain to the patient. The patient was implanted initially with a left elbow construct consisting of two (2) unknown plates and unknown quantity of screws on (B)(6) 2017 for an unknown fracture. Subsequently, the patient noticed that one (1) of the screws was prominent and that it could be felt on the skin. The patient also was in pain due to the same. This was also reported to be evident in the post-operative follow-up x-rays (unavailable) taken on an unknown date. Hence, the surgeon decided to revise the screw with another similar screw. The revision surgery was completed successfully, uneventfully and without any surgical delay. The patient was reported to be in good health at the end of the surgery. This complaint involves one (1) device. This is report 1 of 1 for (B)(4). This report is for a screw. Concomitant devices reported: unknown plates (part# unknown, lot# unknown, quantity# 2); unknown screws (part# unknown, lot# unknown, quantity# unknown).